Manufacturer narrative:
A ge service rep performed an on site investigation. The connection on the image process controller and the hard drive was repaired and the software was upgraded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not start up. No pt injury was reported.